Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d9

Event description:
No additional information received from the customer

Event description:
It was reported the bronchovideoscope exhibited occasional image blackout. The issue occurred during lab or demonstration. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.